Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that a button on the patient's infusion device was not functioning. At the time of report, it was not specified which button. No adverse event was reported. The infusion device was requested to be returned for product evaluation.